Manufacturer narrative:
(B)(4). Batch # m9073y. Additional information was requested and the following was obtained: did any part of the blade break off? Yes. Did the piece of the blade fall into the patient? Yes. How was the piece of the blade retrieved? The broken piece is visible & reachable, surgeon took it out from patient immediately. The device was returned with no apparent damage the blade tip was intact and not damaged. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, there was a problem the device; blade damage. Another like device was used to complete the procedure. There were no adverse consequences for the patient.